Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device would not charge with paddles attached. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.